Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 59,598 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber glass cap is detached. Fiber broken distal to glue zone. The fiber cap was not returned with the product. The fiber, shrink tube, and jacket is melted. The fiber shrink tube burnt. The fiber/cap conditions would result in forward firing. (B)(4).